Event description:
It was reported to dmta that during a procedure, a fiber broke at the proximal end. No patient harm was reported.

Manufacturer narrative:
It was reported that during a procedure, the fiber broke at the proximal end. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was unavailable for evaluation during the timeframe of this investigation. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers breaking. The risk related to a fiber break is identified as medium. The root cause cannot be fully determined without evaluating the fiber.